Manufacturer narrative:
Gem premier 4000 cartridge data were reviewed and the co-ox module was performing per specifications with the samples in question. Investigation of the cartridge data file shows that the hct recovery is proportional to the thb recovery. Both the thb and hot measurements are independent of each other and have measured similar values which supports that there was no malfunction with the co-ox module or the cartridge. Conclusion: the variation in the sample recovery was likely related to pre-analytical sample handling (possible improper missing or sample contamination of sample by the customer). No further investigation will be conducted for this complaint and no remedial action is indicated.

Event description:
Pt had a thb of 91, rerun was 60 then < 60. Customer never checked against lab and the baby was transfused. They used a plasma expander (pentastrach). Results were only believed to be erroneous after the transfusion. Note: baby's condition is stable.